Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead - implanted 2012 (B)(6). (B)(4).

Event description:
It was reported that the lead had high thresholds due to dislodgment of the lead, secondary to patient's twiddler¿s syndrome. The lead was replaced. No patient complications have been reported as a result of this event.